Event description:
Customer reportedly obtained a result of 8.2 mmol/l on the aviva system, and 3.4 mmol/l on the professional device within 10 mins. No treatment info provided. No adverse event reported related to these results. Requested return of suspect system for eval.